Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was determined that the basal delivery totals in tdd do not match, variation due to known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: the bolus history shows a 0.5u ezcarb bolus on (B)(6) 2015 at 18:47. The pump powers on with vibratory and audible features. Executed a 1.0u/hr basal program for 24hrs, no eaw¿s were recorded during this time. Investigators successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. Bolus history found to be recording properly. No hypersensitive keys observed on the keypad. Unable to duplicate the complaint. Display screen has a pinkish contrast. Battery compartment is cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).